Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they have experienced high blood glucose of 450 mg/dl and would like to troubleshoot pump to make sure everything is working fine. Troubleshooting found that the customer's drive support cap was normal but that the cannula was bent. Customer declined any further troubleshooting. During the call, customer's blood glucose went to 374 mg/dl. Troubleshooting indicated that the device was performing as designed and declined to send pump for analysis.